Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No blank display noted. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Installed and removed a test battery several times during testing. The pump powered up properly each time after the test battery was installed. The pump was monitored and no unexpected blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.